Event description:
Outbound. Pt reporting putting on new cassette last night approx 2000-2100 et, pt, woke up-this morning with alarming pump showing no disposable alarms. Pump alarming sn: (B)(4), pt unable to get battery door off pump sn: (B)(4). Pt also has pump sn (B)(4) that is overdue for malntenance. Pt able to get same cassette running with pump (B)(4) with no further alarm. No further details provided.